Manufacturer narrative:
(B)(4). Batch # n5654g. The analysis results showed that one ecr45d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic lobectomy, the staples were unformed at the first stroke of the third firing. The unformed staple was at the second line from the left side, the third staple from the distal end of the cartridge. The other staples were formed properly and no leakage was confirmed. The device was used on the bronchus. Glue and an absorbable reinforcement were used for reinforcement. There were no adverse consequences to the patient.